Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with multiple episodes of atrial and ventricular noise and oversensing episodes. No intervention was performed. No further information is available.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the physician was concerned the lead noise might be due to a header issue. Inhibition of pacing was observed. The leads were explanted and replaced. The patent was asymptomatic before, during, and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 21.7-22.0 cm from the connector pin consistent with lead friction to another device or feature of the patient anatomy. This is consistent with the observation from the field of oversensing and noise.